Event description:
Feedback type: technical issue philips received a complaint on the v60 ventilator indicating that the touchscreen failed. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. In the gfe response from the asp received on 20jun2024, it was stated that the patient information from the time of the event was unknown. In a good faith effort (gfe) response from the authorized service provider (asp) received on 20jun2024, the touchscreen issue was clarified that the touchscreen was not responding to touch at all. The asp stated that after the customer hospital equipment department recalibrated the touchscreen, the device was returned to full functionality and returned to normal use. No parts were replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).